Event description:
During validation testing, a patient sample displayed unexpected negative reactivity for 2 cell screen and antibody ID assays on galileo. The patient was known to be positive for anti-e. The customer stated the sample was negative for the 2 cell screen and antibody ID panel. The customer stated no adverse event occurred as a result of the unexpected reactivity.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen (crrs) (I and ii), lots x275 and x276, and capture-r ready ID, lot id111. 2_cell testing was performed with customer's patient sample using retention crrs (I and ii), lots x275 and x276 on an in-house galileo. The sample 1+ reactivity with cell ii from crrs (I and ii), lot x276. All other galileo testing was nonreactive. Hemagglutination tube testing was performed with customer's sample using retention panoscreen I, ii, and iii, lot 52180. Immuadd, was used as potentiator and testing was performed at all temperatures. The sample exhibited 1+ reactivity with cell ii at 15'37c and microscopic +w reactivity at iat. All other testing was negative.